Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient said that they are having difficulty charging ins and will see a replace controller battery screen. They said these charging issues started about 2 weeks ago. Pt then said that on saturday they are getting a new implant that is non-rechargable. Pt asked if they will be getting the same external equipment as they have now, or new equipment with the implant. Reviewed information. Pt said they don't need any equipment sent out since they will be getting new equipment for their non-rechargeable stimulator. No symptoms were reported.